Event description:
Voluntary medwatch received states that right ventricular lead exhibited far p over-sensing and high pacing impedance. Programming changes were made to address the high pacing impedance issue however no intervention was done to address the far p over-sensing issue. There were no patient consequences.